Event description:
It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, stent damage occurred. While unpacking the 2.75x20mm taxus express2 drug eluting stent (des), it was noticed that the stent wires were bent. The product was not used; the procedure was successfully completed with another of the same device. No patient complications were reported with the patient's current condition listed as "stable".